Event description:
It was reported that during the morning sampling, the nurse noticed that the catheter separated. Nurse changed the kit to resolve the issue. No patient injury was reported.

Manufacturer narrative:
Premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be performed. A product sample was received for evaluation. Visual testing was performed. Visual inspection found disconnection red dash tubing from the sample reservoir. Solvent was used. The root cause of the reported issue could not be determined because the set was used on the patient and decontaminated. Production was informed (quality alert) to prevent the issue for the future. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).